Event description:
A customer contacted physio control to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The root cause of the reported issue was able to be isolated to the main keypad assembly.

Manufacturer narrative:
Physio controls evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted physio control to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.